Manufacturer narrative:
D4: UDI - the lot number is unknown for the product code reprorted, however the di portion was provided. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported high resistance on the capiox device post cardiopulmonary bypass. Follow up communication with the user facility reported the following information: no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to 1) provide the returned sample evaluation; 2) provide the device return date in section d10; 3) provide the lot number & expiration date in section d4; 4) provide the manufacturer date in section h4. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects. The actual sample was rinsed and dried and then subjected to another visual inspection and revealed no defects. The actual sample was built into a circuit with tubes. Bovine blood was circulated in the circuit and the pressure drop was determined at each flow rate. The obtained values were confirmed to meet manufacturer specifications and no obstruction was found. Bovine blood was circulated in the circuit for 6 hours. No obstruction was observed. The actual sample was then rinsed out. Subsequent visual inspection confirmed no clot formation. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "(1) do not reduce heparin during circulation. Otherwise, blood clotting might occur. (2) adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.